Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the first device. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
It was reported that two waveone gold files broke in a patient's tooth during use. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Additional information was received indicating that the broken piece could not be retrieved from the patient's tooth and was incorporated into the filling.